Event description:
I had my right hip replaced with the stryker hip mechanism; in 2005, I had my left hip replaced as well. Sometime after the second hip replacement, my right hip began to "squeak". It sounded something like "eeek". At first, I did not notice it very often, but as time passed, the noise became more routine and louder. Around that time, I also noticed my left hip squeak as well. The periodicity and loudness was similar to the right hip occurrence. Although there is no real pain from the symptom, it is embarrassing to walk with a colleague and of course, they always ask me if I carry an oil can. Note that both the right and left hips were replaced and both squeak. There is no known therapy for this condition short of replacement with an alternative mechanism. Dates of use: 2005 -- 2009. Diagnosis or reason for use: #1: back and groin pain, osteoarthritis. Back and groin pain, osteoarthritis. Event abated after use: no.